Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital for shortness of breath (sob). The patient coded in the hospital and was resuscitated, intubated and admitted to the intensive care unit. Review of device memory revealed a rhythm that was unclear if atrial or ventricular driven, where anti-tachycardia pacing (atp) and shock therapy was delivered. Therapy was unsuccessful and tachycardia therapy was exhausted. It was suspected that the patient experienced a myocardial infarction. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.